Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient experienced syncope, and lead testing indicated loss of capture on the right ventricular (rv) lead, resulting in a pause. Further testing indicated the lead exhibited noise. The lead was capped and as it was not possible to obtain venous access, replaced with epicardial leads. No further patient complications have been reported as a result of this event.